Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm. The blood glucose level was 223 mg/dl at the time of incident. Customer was assisted for troubleshooting for insulin flow block alarm. Customer state that they tried all the remedies. Customer stated that they tried different cannula lengths. Customer states the tubing was not bent or kinked. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly during testing.